Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing. The lead was reprogrammed and remained in use. Approximately two years later, the lead exhibited t-wave oversensing (twos). The lead was reprogrammed again. Approximately four years later, the patient received inappropriate anti-tachycardia pacing from their implantable cardioverter defibrillator (ICD) due to t-wave oversensing (twos). The lead as reprogrammed again and remains in use. No patient complications have been reported as a result of this event.